Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, h.6.

Event description:
Patient reported "severe" left side breast pain as well as the left breast feeling "painfully hard and looks abnormal due to capsular contracture", baker grade unknown. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/26/2010 and 01/21/2016. The events of pain and capsular contracture baker grade IV are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe" left side breast pain as well as the left breast feeling "painfully hard and looks abnormal due to capsular contracture".

Event description:
Patient reported "severe" left side breast pain as well as the left breast feeling "painfully hard and looks abnormal due to capsular contracture" with no mention of surgical treatment or reoperation. Device has been explanted.